Event description:
The complaint states that the wheels of the rollator gets stuck going over small cracks or objects. The complaint also states that you fell and hurt your shoulder and went to the emergency room. I later had an MRI discovering there was two torn tendons in my right shoulder.